Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that around (B)(6) 2013, the patient started becoming ¿very uncommunicative and was very flushed.¿ the following day the patient was taken to the hospital by ambulance. The patient was running a temperature of 103 degrees and was dehydrated. ¿all kinds¿ of tests were run, they did a flu swab and ¿no results indicated that there were problems of any kind.¿ two days later around 2:30 the patient was sent home with antibiotics and by 7:30 ¿everything started up again.¿ the patient was taken back to the hospital by ambulance, a general workup was done and ¿nothing showed up.¿ a cat scan was performed and ¿that seemed fine.¿ a lumbar puncture was performed the morning of this report which was ¿clear but they were running cultures.¿ it was reported very late the night of (B)(6) 2013, the patient began having tremors on his right side and he would have problems communicating. ¿it was just words that you would not normally put together in a sentence to make sense and they were so jumbled his spouse could not tell distinctly what he said.¿ it was reported the patient¿s device was programmed and turned on (B)(6) 2013 and it seemed to help with his tremor; the patient was able to pick up a pen and write, drink a glass of water without spilling it first, and he was feeding himself. It was noted the patient had not had any falls or trauma. It was also noted the patient¿s spouse thought it was possible the ¿emotional upheaval¿ of being in the emergency room twice could have attributed to his return of tremors. The patient¿s ¿problem¿ had not been determined. The patient¿s implanting physician recommended turning the patient¿s device off. It was further reported that the cause of the issue was autonomic dysregulation. It was not attributed to the device. No abnormal impedances were noted. An xray showed no device changes. It was then stated that the patient died due to a cardiac event on an unknown date in (B)(6) 2013. Additional attempts for follow up on date of death, device relationship and clinical course of death were unsuccessful. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot# va07rd0, implanted: (B)(6) 2013, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).